Event description:
It was reported that this right ventricular (rv) lead exhibited a low out of range pacing impedance measurement of less than 200 ohms and an increase in threshold measurements. Oversensing of noise causing the delivery of inappropriate anti-tachycardia pacing was also noted. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.